Event description:
It was reported that a malfunction alarm occurred. The customer received a replacement pump for continued insulin delivery. There was no reported adverse impact to the customer's blood glucose level.